Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 08-sep-2023 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The cartridge tip could be observed to have stress marks; however, this is considered within acceptable parameters for a used cartridge. Further inspection of the cartridge and lens module revealed that there was viscoelastic residue dispersed throughout the cartridge but none present in the lens module, indicating that an appropriate amount of ophthalmic viscosurgical device (ovd) was used. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint issue could be identified. Visual inspection of the complaint lens revealed that it was received cut in half (one half missing). The lens was cleaned and no haptic damage or cosmetic issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The customer provided video was reviewed, and shows the lens being implanted into the patients eye. No issues during the implantation were observed. The outcome of the lens during implantation was as expected, and any abnormality to the lens would conform back to the normal shape after the lens settles in the patient's eye. A mark on the center of the lens was identified, however, could not be identified on the returned product during the product evaluation. The complaint issues of haptic damaged and cosmetic issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted. It's trailing haptic came out slightly deformed or twisted. Also, a mark, looking like a dent or hollow at the edge of the optic was observed, and the iol was removed and replaced. There was no patient injury. Through follow-up we learned that another iol from a different manufacturer was implanted. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6a implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 email address: unknown, as information was requested but not provided. Section e1 telephone number: (B)(6). Section h3 other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.